Event description:
Follow-up report to submit additional information not known at time of initial submission.

Event description:
The physician stated he did not like the balloon because when he went to use it for a second time, it would not re-wrap to go back through the affected area. The physician could not get the balloon to re-wrap, and had difficulty removing the balloon through the sheath due to its lack of re-wrap. The patient did not require any additional procedures due to this occurence, there have been no reported adverse effects on the patient due to this occurence. There has been no report that the product caused, or contributed to adverse events.